Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to foreign black substance was identified as organic silicone, which is used in various medical devices and instruments for sealing air/water valves, water tube connector seals, injection tube assembly parts, and other sealing components. Fragments of the silicone rubber, possibly due to damage, deterioration, or detachment, may have entered the tubing, causing the air/water nozzle to become blocked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There was no patient involvement.